Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The sensor was inserted into the skin. On 11/06/2025, it was reported that at around 3pm, the patient was at school when she started experiencing headaches and did not eat. The patient was wearing an omnipod insulin pump. No other details were provided, including what the cgm was displaying at this time or if a bg meter reading was taken. The patient¿s father was unsure of what exactly happened since he was not with the patient during the event, but it was stated they felt the issue was related to the dexcom device. The patient was taken to the emergency room (ER) after school and was discharged on (B)(6) 2025 around 4am. The patient was still having a headache at the time of report. The reporter refused to provide dexcom with any further event information, including any medication or treatment details. No other patient or event details were available. The root cause of the customer¿s experience was undetermined. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2025 at 11:11 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 5 days and ended due to session stopped from display on (B)(6) 2025. There was no bg calibrations attempted during the sensor session. On the date of the reported event the egvs were within target range for the majority of the day with a high of 281 mg/dl logged at 1:46 pm. No malfunctions or alert failures were observed in the data. No additional event or patient information is available.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that at around 3pm, the patient was at school when she started experiencing headaches and did not eat. The patient was wearing an omnipod insulin pump. No other details were provided, including what the cgm was displaying at this time or if a bg meter reading was taken. The patient¿s father was unsure of what exactly happened since he was not with the patient during the event, but it was stated they felt the issue was related to the dexcom device. The patient was taken to the emergency room (ER) after school and was discharged on (B)(6) 2025 around 4am. The patient was still having a headache at the time of report. The reporter refused to provide dexcom with any further event information, including any medication or treatment details. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.